Event description:
Caller reported that a cgm error 42 occurred with their g7sensor. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided them through the reset process. After the reset, there was no recurrence of the cgm error, and the customer was able to successfully start their sensor session.